Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in tubing) on the homechoice (hc) while connected during their initial drain. The patient was advised to start therapy over with new supplies. The patient was informed to use continuous ambulatory peritoneal dialysis to complete therapy until the new machine arrived. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample and lot number were unavailable for analysis; therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.